Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 10 of the catheters had burst packets that had no solution and the patient did not use them. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿no water¿. A potential root cause for this failure mode could be ¿incorrect process parameters¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Wash your hands thoroughly with soap and water. 2. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. 3. Wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 10 of the catheters had burst packets that had no solution and the patient did not use them. No medical intervention was reported.